Manufacturer narrative:
The cortical fix fenestrated polyaxial screw was returned for evaluation. Visual inspection found that the screw head had been separated from the screw shank. The tulip head and saddle remain intact but there was damage to the flex ball. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic trends. No issues could be identified in the manufacturing or release of this product and there was no patient harm. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implantation of cfx in s1 right sided, dimension 7.0x50mm. Tapping for 7.0 screw. About at 2/3 of length of implant sudden loss of resistance due to loosening of the junction of screw and head. Thereby normal application of force without any abnormally resistance. Screw remains in bone, head came out of body, staying in the sheath. Inspection of the head shows break of one of the blades which fixes the screw. This blade remains lost, either in patient or out of him. Screw could be taken out without problems.